Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the doctor found the balloon can't be opened. Therefore the md replaced with another iab catheter to complete the treatment." Patient outcome reported as fine. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the iab "balloon can't be opened after insertion" is not confirmed. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. The returned iab bladder was fully intact with no damage noted. No further action required at this time.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the doctor found the balloon can't be opened. Therefore the md replaced with another iab catheter to complete the treatment." Patient outcome reported as fine. There was no report of patient death, serious injury or complications.